Manufacturer narrative:
No evaluation was performed as the site declined a system checkout. The issue was resolved when the system was restarted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when the surgeon went back to review images on the mobile view station (mvs) at the end of the case, the mvs and image acquisition system (ias) were unresponsive. There was no mvs function and no gantry movements. The procedure was completed using the imaging system and there was no reported surgical delay. There was no reported impact to patient outcome. The system was restarted and resolved the issue.